Event description:
Related manufacturer reference numbers: 3006705815-2019-02007, 3006705815-2019-02008. It was reported that the patient experienced ineffective stimulation. The patient had the leads explanted due to ineffective therapy and the ipg explanted due to pain at the ipg site (related manufacturer reference number: 1627487-2019-06277).